Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fungal peritonitis with culture positive for candida unknown (fungal) in a patient coincident with dianeal pd2 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On an unknown date in 2010, the patient was diagnosed with fungal peritonitis. The cause of the peritonitis was unknown. Dianeal pd2 ultrabag was discontinued when the patient transferred to hemodialysis on an unknown date. It was unknown whether the peritonitis resolved. The nurse believed that the event of fungal peritonitis with culture positive for candida unknown was not related to dianeal therapy.